Event description:
On (B)(6) 2009, bio-rad laboratories technical support department was contacted by a customer regarding a patient sample tested on the bio-rad multispot hiv-1/hiv-2 rapid test kit. The customer reported the sample was from a (B)(6) involved in an employee exposure. The initial testing of the patient sample was performed on (B)(6) 2009, with a result of (B)(6). Repeat testing was performed on (B)(6) 2009, using the original patient sample and a redrawn sample. Again testing was performed using the multispot hiv-1/hiv-2 rapid test kit and the results were (B)(6). The patient sample was then sent to a reference laboratory for (B)(6) testing with the bio-rad gs hiv-1/hiv-2 plus (B)(6) test kit. The (B)(6) result was reported as (B)(6). A (B)(6) was also ordered on the (B)(6) patient and was reported as normal. On (B)(6) 2009, the customer notified bio-rad laboratories technical support department that due to the original multispot hiv-1/hiv-2 rapid test (B)(6) result on (B)(6) 2009, the employee began (B)(6). The employee discontinued the (B)(6) therapy on (B)(6) 2009, since receiving the (B)(6) test result of (B)(6).